Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and decreased to 17 units within a day. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customer's blood glucose level was 186 mg/dl.